Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the t1 of the fast-fix was deployed but the t2 implant was not getting out from the shaft. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The actuator was in the pre-deployment position. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
B5 was updated.

Event description:
It was reported that during an arthroscopy, the t1 of the fast-fix was deployed but the t2 implant was not getting out from the shaft. The ts were removed from the patient by using arthroscopic scissors to cut the sutures and removed it using grasper. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported.

Manufacturer narrative:
A2, a3, a4, d4 and h4 updated.